Event description:
It was reported that the camera head had poor contact of components. The issue was found reprocessing. There was no patient involvement.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The device was returned to olympus for evaluation and the customer's allegation of "poor contact of components" was confirmed. Additionally it was found that the sheath of the camera cable was broken. The root cause of the reported malfunctions could not be identified. A device history review revealed no findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.